Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use xience prime everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, and mildly calcified lesion in the mid left anterior descending artery. A 3.5x28mm xience prime stent was deployed; however, a distal edge dissection was noted. A 3.5x12mm xience prime stent was used to successfully treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.